Event description:
On (B)(6) 2012, customer reported that the lh500 instrument had a red tinged liquid leak at the base of the needle. Customer stated that the leak was approximately 2 ml and the fluid leaked onto the countertop. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse), inspected the instrument and bleached the pathway from the blood sampling valve (bsv). Fse replaced the check valve on the drain line, bleached the needle pathways and cleaned the solenoid connectors above the erythrolyse pump. This resolved the issue and no leaks were reported.

Manufacturer narrative:
Evaluation results: fse bleached the pathway from the blood sampling valve (bsv). Fse replaced the check valve on the drain line, bleached the needle pathways and cleaned the solenoid connectors above the erythrolyse pump. (B)(4).